Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The customer experienced vomiting prior the event. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several different alarms. The caller mentioned that she has been disconnected from the device and the battery was out of the insulin pump. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.